Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was identified and a permanent pacemaker was implanted on the same day. The chb resolved following the implant of the permanent pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2, b5, d8, g1, h6 annex e, annex f, annex g, conclusion codes. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received which indicated that after the implant of the aortic valve the patient¿s condition deteriorated. Pericardial tamponade was reported. Echocardiogram identified pericardial effusion of 7 millimeter (mm) on both sides. A pericardial puncture was required which extracted 150 milliliters (ml) of fluid. Cardiac catheterization examination after valve implant noted inconspicuous coronary arteries. The effusion was reported resolved this same date but required hospitalization. The physician reported the effusion as possibly related to the procedure but unrelated to a medtronic product. The day following, anemia was noted. The anemia was reportedly due to bleeding after the catheterization which was required prior to the valve study enrollment and the pericardial effusions. Hemoglobin was 6.9 grams per deciliter (g/dl). Two units of red blood cells were required. The physician reported bleeding was procedural and unrelated to a medtronic product. The anemia was reported as resolved approximately 4 years later. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the implanting site that the most probable cause of the effusion and tamponade was an intra -procedural injury of the aortic root or right ventricle (rv). It was noted that a non-medtronic device would have been responsible if the injury was to the aortic root but not if the injury was to the rv. The patient did not have an underlying condition, anatomy issue, or pre-existing condition that caused or contributed to the effusion and tamponade. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - eval code method, eval code result and eval code conclusion. Analysis: the valve remained implanted; therefore, no product analysis could be performed on the device. Images were received for image review. A post implant transthoracic echocardiogram (tte) performed 5 days post implant were provided. The images had suboptimal image quality. The tte reveals mild mitral regurgitation, mild tricuspid regurgitaion, normal left ventricle function (~65%), lv and right ventricle (rv) appear normal in size, and no central aortic regurgitation or paravalvular leak (pvl). A pacemaker wire was seen in the rv. The aortic transcatheter bioprosthetic valve mean gradient was 11 millimeters of mercury (mmhg). No pericardial was effusion observed. The transcatheter bioprosthetic valve appeared at a normal implant depth (~3 mm from basal plane). There was no comment regarding the reported effusion and tamponade on the image review report. Conclusion: with the information available, the potential cause of the effusion and tamponade could not be determined. In this case, it was reported that the most probable cause of the effusion and tamponade was an intra-procedural injury of the aortic root or right ventricle (rv). This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was identified and a permanent pacemaker was implanted on the same day. The chb resolved following the implant of the permanent pacemaker. Following the implant of the valve aortography showed trace unknown aortic regurgitation (ar). No treatment was reported for the ar. No additional adverse patient effects were reported. Information was received which indicated that after the implant of the aortic valve the patient¿s condition deteriorated. Pericardial tamponade was reported. Echocardiogram identified pericardial effusion of 7 millimeter (mm) on both sides. A pericardial puncture was required which extracted 150 milliliters (ml) of fluid. Cardiac catheterization examination after valve implant noted inconspicuous coronary arteries. The effusion was reported resolved this same date but required hospitalization. The physician reported the effusion as possibly related to the procedure but unrelated to a medtronic product. The day following, anemia was noted. The anemia was reportedly due to bleeding after the catheterization which was required prior to the valve study enrollment and the pericardial effusions. Hemoglobin was 6.9 grams per deciliter (g/dl). Two units of red blood cells were required. The physician reported bleeding was procedural and unrelated to a medtronic product. The anemia was reported as resolved approximately 4 years later. No additional adverse patient effects were reported. Additional information was received from the implanting site that the most probable cause of the effusion and tamponade was an intra -procedural injury of the aortic root or right ventricle (rv). It was noted that a non-medtronic device would have been responsible if the injury was to the aortic root but not if the injury was to the rv. The patient did not have an underlying condition, anatomy issue, or pre-existing condition that caused or contributed to the effusion and tamponade. No additional adverse patient effects were reported. Additional information was received that one day following the transcatheter aortic valve implantation (tavi) procedure, the patient developed acute renal insufficiency which was caused by catechoamines and contrast agents. A nephrotoxic medication was discontinued and fluid replacement was initiated via intravenous therapy.